Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated.

Event description:
According to the available information, the implant was removed and replaced due to auto inflation.

Manufacturer narrative:
Titan pump, cylinders 1 and 2, and reservoir were received for evaluation. No functional abnormalities were noted with the pump. No functional abnormalities were noted with cylinder 1 or cylinder 2. Fluid drip was noted out of the inlet tubing during the lockout reservoir test. Based on examination of the returned product, it was concluded that pressure exerted on the lockout valve of the reservoir in vivo may have resulted in fluid dripping out of the lockout valve of the reservoir leading to auto inflation. Because the limited information provided does not indicate any factors that may have contributed to the reported event, the sequence of events leading to the auto inflation cannot be determined. A review of the device history record confirmed the devices from this lot met all specifications prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.

Event description:
According to the available information, the implant was removed and replaced due to auto inflation.